Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was shocked on (B)(6) 2023. The hospital received the alert on the remote monitoring website but the egm was not readable (missing). The patient came at the hospital the next day. They interrogated the device, the event was in the memory but, again the egm was missing.